Event description:
The customer reported bellvista1000 us displaying blue windows shut down screen. There was no patient involvement associated with this event.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Vyaire field representative will visit onsite for unit inspection. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Customer will decommission unit instead of paying the amount for a new main pcb. The exact root cause is not determinable. Most likely the issue is caused by a hardware issue on the epc.